Event description:
Surgeon contacted field service engineer management team that depth electrodes were implanted and appeared to be nearly 10 mm translated. Surgeon is concernedthat robot is in accurate. No bleeding post-operatively. No delay. Noticed after surgery.

Manufacturer narrative:
A full analysis of the data logs and of the patient folder has been performed and concluded that the reported inaccurate electrodes placement (around 10mm for all the electrodes) was due to the fact that the user compared the position of the implanted electrodes with the wrong patient folder - and therefore with the wrong pre-operative trajectories plan. A measurement of the electrodes placement at their entry point was performed by the manufacturer with the correct trajectory plan, and revealed that 13 out of 16 electrodes had been implanted accurately, and only 3 electrodes had been implanted more than 2 mm away from their entry point. Analysis showed that the event is not confirmed.

Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon contacted field service engineer management team that depth electrodes were implanted and appeared to be nearly 10 mm translated. Surgeon is concerned that robot is in accurate. No bleeding post-operatively. No delay. Noticed after surgery.